Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg had turned. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg had turned. The patient underwent an ipg replacement procedure and was doing well postoperatively.